Manufacturer narrative:
The handpiece involved in the event was evaluated. The leak was confirmed by the technician.

Event description:
It was reported that water leaked from the cutter release switch during testing. There was no patient involvement and no adverse consequence reported as a result of this event.